Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the cuff, sac enlargement, and reline with an inferenal cuff. Additionally there was evidence to reasonably support the following observation; distal movement of the suprarenal cuff, and dilation of the proximal main body stent. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft was related to the strata material. Additionally, there was dilation of the proximal main body stent. The likely cause of the movement of the suprarenal cuff could not be determined. Unable to determine procedure-related or user-related issues, and/or cautionary product use conditions due to a lack of medical records surrounding the event. No anatomy-related issues or off-label product use conditions were determined. Associated clinical harms for this device failure included: type iiib endoleak, aneurysm enlargement, and an additional endovascular procedure. The final patient disposition was reported to be doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient was initially implanted on (B)(6) 2014 with a bifurcated, a suprarenal, and a limb extension. During routine follow up the physician noted an increase in aneurysm size. An endoleak type iiib was confirmed through CT imaging. On (B)(6) 2017 the physician relined with a infrarenal extension and successful resolved the leak. The patient was reported to be doing well.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.